Manufacturer narrative:
Correction: box b: from product problem to both/other. Box h: from product problem to serious injury. Grid: health impact code: from c50675 to c172031. Eval method code: from c139464 to c139460. Eval results code: from c92143 to c92084. Conclusion code: from c91868 to c139471.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges difficulty breathing and kidney disease/toxicity. No medical intervention was reported by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.